Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system's light bulb needed replaced. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system but was unable to find any issue related to the reported event. The system was then tested and met all product specifications. The system was manufactured on august 29, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer reporting that a system advisory displayed indicating the bulb needed to be replaced.